Event description:
It was reported that a spectrum pump failed downstream occlusion test, with values being too high (over 19 psi), multiple attempts with different sets &. Gauges during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). The device was received for evaluation. During functional testing, the reported symptom of "pump failed the downstream occlusion test, with values being too high (over 19 psi), multiple attempts with different sets & gauges." Was not reproduced. Evaluation sent the device for downstream occlusion testing on high, low, and medium settings and it passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.